Manufacturer narrative:
The investigation of high purge pressure, pump stop, and priming issue has been completed. The impella 5.5 and purge cassette were returned for evaluation. Upon visual inspection, no abnormalities were noted. The pump was purge in a bucket of water for approximately 15 minutes and high purge pressure did not reproduce. The pump was turned onto p-9 and was run for five minutes and high purge pressure and pump stop did not reproduce. Purge values remained steady during pump run in the lab. Real time log from first console used showed high purge pressure occurred immediately after pump was initiated. High purge pressure seems to have resolved after ¿purge system open¿ alarms occur. No logs were able to be obtained from the second console used when the pump stop occurred as the console number was not provided. Clinical details noted that high purge pressure occurred immediately after initiating pump. Additionally, "purge system open" and "air in purge" alarms were noted during case. The root cause of the priming issue could not be definitively determined as the returned pump was able to purge and run while in lab. The root cause of the high purge pressure could not be definitively determined. The root cause of the pump stop could not be definitively determined as pump stop was not reproduced in the lab and no data logs were provided at time of pump stop.

Event description:
The complainant reported that multiple complications were encountered during use of an impella 5.5 pump for mechanical circulatory support. It was documented that during set up, high purge pressure alarms appeared despite no issues being noted with the setup or components. The console was replaced. However, purge alarms continued to appear. In response to the ongoing alarms, a de-air process was completed, but a purge open alarm subsequently appeared. The pump was implanted despite the noted issue and was shortly followed by a purge system blocked alarm. The pump shut off to p0 and the decision was made to replace the device. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿